Manufacturer narrative:
This pt was randomized to the registry for one-vessel disease. The indication for the index procedure was stable angina pectoris. The target lesion was an ostial svg leading to the 1st diagonal. Reference vessel diameter was 3.5mm and lesion length was 18mm. Pre-procedure diameter stenosis was 90% and post procedure was zero percent. Timi flow pre and post procedure is unk. The lesion was a restenotic lesion previously treated with a 3.5x24mm driver stent. There was no major side branch involvement and lesion classification was type b2. Predilatation was performed using a 4.0x10mm balloon at 14 atms. Three cutting balloons (2) 3.5x10mm and 4.0x10mm, a 6f- guiding catheter and a prowater guide wire were also used. A crb18350 was deployed at 22 atms. Post dilatation was performed using a 4.0x15mm balloon at 22 atms. Ivus was not used. The pt was discharged on 81mg aspirin, 75mg clopidogrel, statins, ace-inhibitors and beta-blockers. During the one month follow-up, the pt was asymptomatic and compliant with antiplatelet regimen. The pt reported having one of her toes amputated due to gangrene in late 2007. During the six month follow-up, the pt was asymptomatic and compliant with antiplatelet regimen. The product remains implanted in the pt thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This is one of two products being reported for the same event. Please reference mfg reports #: 9616099-2008-01618 and 9616099-2008-01619. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.

Event description:
Notification was received from the registry indicating that in early 2008, the pt experienced angina pectoris. A coronary angiogram was performed followed by revascularization to a non-target vessel (svg -2nd diagonal (d2)) using a 2.5x18mm cypher stent. There was no evidence of myocardial infarction, and the index procedure cypher stent was patent. This event was reported as unlikely related to the cordis device. Approx two mos later, the pt underwent a second revascularization. The pt was initially hospitalized with ongoing angina, and ECG changes. She was emergently transferred to the cath lab. A coronary angiogram was performed. There was no evidence of myocardial infarction. At the target lesion svg-d1, there was 50% diameter stenosis and proximal peri-stent restenosis. At svg-d2 there was complete blockage at the proximal end of the 2.5x18mm cypher stent. There was also significant disease of about 90% distal to the stent. Coronary stent thrombosis was confirmed at d2 and a 2.25x 16mm taxus liberte stent was deployed at the distal end, in direct contact but not overlapping with the previous cypher stent. A second 2.75x32mm taxus liberte stent was implanted inside previous stent expanding distally into the newly deployed taxus stent.